Manufacturer narrative:
Date of event: unknown. Other occupation: device quality and regulatory compliance engineer. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the "peel away foil lid" on the bd ultra-fine¿ pen needle iii looked "different for the one that is labeled "issue"", and the word "short" was missing on the shelf carton label.

Event description:
It was reported that the "peel away foil lid" on the bd ultra-fine¿ pen needle iii looked "different for the one that is labeled "issue"", and the word "short" was missing on the shelf carton label.

Manufacturer narrative:
Investigation summary: customer returned photos of shelf cartons of 8mm, 31g pen needles one from lot # 8045764, one from lot # 7207605. Customer states that the peel away foil lid looks different on the box which has 8045764 as the batch number and the external packing is different. The photos were examined and no defects were observed on the tear drop labels. Two different material are used for the tear drop label. Also, no defects were observed on the shelf cartons show in the photos. As per manufacturing, the new graphics on the shelf carton were updated in december 2017. Lot # 7207605 was manufactured prior to this time while lot # 8045764 was manufactured after this time. No defects were observed from either of the attached photos. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. Root cause cannot be determined at this time as the issue is unconfirmed.